Manufacturer narrative:
Evaluation summary: the phaco handpiece was received and tested by a company representative. The complaint was not replicated. The phaco handpiece met specifications at the time of release. The root cause of the reported event could not be determined conclusively.

Manufacturer narrative:
A handpiece was sent back to the customer´s site after technical service evaluation. Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a phaco handpiece did not provide ultrasounds during two cataract surgeries with intraocular lens (iol) implant. There was no system message displayed. The surgeon could not start to fragment the lens. The handpiece was replaced and surgery was completed with no patient harm. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the patients who underwent surgery on (B)(6) 2015.